Event description:
Additional information was received that the patient underwent a full revision for the reported high impedance. The explanted devices have been received into product analysis, however analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Analysis on the lead and generator were completed. Review of the internal data from the generator showed the high impedance was first seen on (B)(6) 2025. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen in-clinic with high impedance. It was noted the patient's device was originally placed in (B)(6) 2014 and he underwent a replacement in (B)(6) 2022. The patient had x-rays taken, however no obvious break was seen. Additional information was received noting the patient has not experienced any recent trauma or manipulation. The patient's settings and diagnostics were also provided. The patient's x-rays were also provided. No other relevant information has been received to date. No known surgical intervention has occurred to date.